Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The bolus history indicated that all boluses were delivered correctly. There is no damage or peeling observed on the keypad. The up arrow, down arrow, and ok keypad buttons were found to be intermittently unresponsive; the contrast button was unresponsive. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery defect was found during testing. The keypad cover was removed and evidence of contamination was found under all key contacts.

Event description:
On (B)(4) 2012, the patient reported that on the evening of (B)(6) 2012 blood glucose (bg) readings increased during a three-day period despite extra bolus delivery via the pump; bg was as high as 22mmol/l with ketones, headache, extreme thirst, and anxiety. The patient stated that the bg decreased to 11mmol/l and then increased again. The patient claimed that the site was changed on (B)(6); the cartridge was replaced using a new vial of insulin on (B)(6), and the patient used correction insulin via syringe. By (B)(6), the bg was reported to have decreased to normal range and remained in target. No medical intervention was reported. The patient reviewed the pump with customer technical support (cts) and discovered the following: the settings were confirmed as correct. All boluses were confirmed as completed in the bolus history and there were no cancelled boluses. The up and down arrow buttons and the okay button were worn down, the paint was worn off, and there were dents in the middle of the buttons. The buttons do not always respond when pressed. The patient reported that boluses can be programmed and that the buttons respond most of the time. Cts concluded that pump had delivered insulin as expected. This complaint is being reported because the patient alleged that the button issue contributed to bg excursions indicative of an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.